Manufacturer narrative:
Citation: ene ci1, xu d, morton rp et. Al. "Safety and efficacy of preoperative embolization of intracranial hemangioblastomas." Operative neurosurgery 12:135¿140, 2016 the device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Off-label use - onyx indications for use: presurgical embolization of brain arteriovenous malformations (bavms).

Event description:
Medtronic received information through review of literature that after embolization with onyx copolymer treatment of a tumor; two ischemic strokes occurred both brainstem infarctions resulted in long-term neurological sequelae. Mean age of embolized patients was 45.7. There were 20 males patients and 4 female patients in the study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.